Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was placed on impella cp support. During recovery, the patient experienced ventricular tachycardia and began to decline. The patient was mottled from chest down. Peripheral pulses were not palpable. Carotid pulse was very weak. The patient continued to decline and went asystole. Survival outcome at explant noted the patient expired. Abiomed's medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's outcome.